Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were sent for review. The event log file captured power_cable_disconnect/no_external_power alarms on (B)(6) 2025 while tethered on mobile power unit (mpu). The alarmed appeared to be caused by power to the mpu being briefly interrupted. There was no interruption in pump support during the event. The patient then experienced a backup battery fault alarm. The backup battery was exchanged but the alarm persisted despite the new battery. Additional log files were submitted for review. The event log file captured a backup battery fault alarm on (B)(6) 2025 due to the emergency backup battery (ebb) failing the load test. The system controller and the modular cable were exchanged.

Event description:
It was additionally reported that exchanging the system controller resolved the backup battery faults.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms and no external power alarms were confirmed via review of submitted log files. A review of the additionally submitted log file revealed that on 02may2025, 9:46:56 a backup battery fault due to the backup battery not passing the load test activated. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm intermittently clears from 10:28:10 - 10:28:12, when backup battery circuit fault and memory tag faults are active consistent with the reported backup battery exchange, however the backup battery fault alarm returns at 10:28:12 due to the backup battery not passing the load test. The alarm then remains active for the remaining duration of the log file. The initially submitted log file revealed that on 30apr2025, 0:11:49, a no external power alarm activates associated with a double power cable disconnect. The user disconnects from 14v batteries and later reconnects to the mobile power unit at 00:12:09, clearing the no external power alarm. Similarly, on 30apr2025 at 0:20:38 a no external power alarm activates again associated with a double power cable disconnect. The alarm clears when external power is restored at 00:23:05. During these events the backup battery functions as intended and supports the pump without interruption to pump function. Pump operation was not affected, and the device appeared to function as intended. The heartmate 3 system controller (serial: (B)(6) ) was returned for analysis. The controller was functionally tested and passed all steps per procedure without issue. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated for an extended period of time during testing, and no alarms were reproduced. Provided information revealed that the backup battery was initially exchanged to resolve the backup battery fault alarms, however this was not successful. The controller was then exchanged and the backup battery fault alarms resolved. The root cause for the reported backup battery fault alarms could not be conclusively determined through this analysis; however, a corrective and preventive action (CAPA) was initiated to investigate the increase in reported backup battery faults. The root cause for the reported no external power alarms was not conclusively determined through this analysis; however, the event is consistent with user error by disconnecting both power cables simultaneously. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 left ventricular assist system (lvas) IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. The heartmate 3 lvas instructions for use (rev. C) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook (rev. D) section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 lvas instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. D) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.